Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrodes. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during initial testing and isolated to the hv module. However, testing of the hv module was not able to duplicate the malfunction. The device was put through extensive testing and the reported malfunction could not be duplicated. The hv module was reported as a precaution.